Event description:
It was reported that a merlin.net transmission showed an alert for non-sustained vt, but the device did not store an egm of the incident. The patient was in normal condition following the event. Device remains implanted.